Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions for use (IFU) were reviewed: IFU for commander delivery system with s3, device preparation manual, device procedure manual, and IFU for commander delivery system with s3. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and withdrawal difficulty were unable to be confirmed as neither the device nor applicable imagery was returned. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, ''the ds balloon rupture during valve deployment''. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and etc.). Due to limited information and unavailability of device, a definitive root cause was unable to be determined at this time. As reported, ''pulled delivery system to the right common femoral to try to remove from patient. We couldn't get delivery system into 16fr esheath to remove from body. It seemed that the 29mm delivery system was hung up on distal end aaa endograft. Tried to manipulate delivery system to remove it and valve but were not able to''. In this case, the burst balloon and crimped valve could be potentially caught on the pre-existing stent (aaa endograft) during the delivery system retrieval through sheath, so it led to inability to withdraw the delivery system through sheath. As such, available information suggests that patient factors (pre-existing stent) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, product risk assessment (pra) escalation and a corrective/preventative actions (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the delivery system balloon ruptured during valve deployment. There was withdrawal difficulties noted and the delivery system was hung up on the distal end of the endograft. A cut down was performed to remove the system. New devices were used successfully. The patient is stable post procedure.